Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include swelling, drainage, and pain. Cellulitis was noted at suture removal. Cultures were not obtained. Pt was treated with IV antibiotics and partial device system explant. Hcp reports pt's infection is now resolved.